Event description:
A pt reported the removal of a lap-band system due to alleged "spells of getting very sick," "almost passing out after eating," the lap-band had "eroded," and the pt has "an opened wound in... Abdomen." Per the pt the reported events has not been confirmed by a medical professional at this time. The contact info allergan had received for the pt's surgeon were found to be incorrect. F/u is in progress.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 08/30/211. The prod associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the prod for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the prod at this time. Therefore, no analysis or testing has been done. Erosion, infection, band slippage, intolerance, and surgery-related observations/complications are surgical and physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastro-intestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addressed the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addressed the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of surgery related complications/observation as follows: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." In addition, device labeling addresses foreign object reactions and/or intolerance as follows: "special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this prod include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."